Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator had the user requested device log information regarding the pyxis freeze. The customer stated that the malfunction occurred when user was trying to issue medication to patient and there was a delay in dispensing medications to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator system users requested device log information. A technical support specialist provided the device with log information to the customer and the customer proceeded to close the case since there was no information provided for further investigation.